Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient's spouse reported that since starting on friday on (B)(6) 2025 the patient started experiencing frequency again, that the patient was up almost 10 times at night so the patient couldn't sleep. Caller stated they tried to help the patient adjust the settings but "it's not working". Caller stated they called the manufacturing representative (rep) over the weekend and hadn't heard back from the rep however the rep's assistant called them but couldn't get things to work so they told them to call patient services. Patient services walked the caller through connecting to the patient's settings and the therapy was off on program 3. Patient services asked the caller if they'd tried switching programs and perhaps the therapy was off because they hadn't realized the therapy turns off after switching programs but caller didn't indicate they switched programs. Caller increased the stimulation up to a level where the patient felt the stimulation comfortably in the bike-seat region. Patient services walked the caller through ending the patient's session. Caller then said after shutting off the external devices that the patient had been on program 6 before and now, they were on program 3 so they agreed they probably had somehow switched programs on the patient but never turned the therapy back on. Caller and patient are to monitor the patient's symptoms now that the therapy was back on. They may call back for assistance in switching back to program 6 if the therapy didn't help. Patient services also directed caller and patient to follow up with the patient's healthcare provider (hcp) if the therapy still didn't help. External devices were functioning as intended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.